Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pockets were not open. A field service engineer (fse) planned a full height drawer swap from a low-use station on another floor, with a return visit scheduled to install an enhanced full height drawer on the 6th tower floor and completed final hardware test application. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the pocket did not open when attempting to pull medications. A reboot was performed; however, the issue did not resolve, and recovery attempts were unsuccessful. However, there were no delays or adverse events or injuries reported based on this event.